Event description:
Reporter indicated the laptop programming system makes a "high pitch sound" when being used. Troubleshooting did not resolve this issue.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.